Event description:
It was reported that upon removal of the central venous catheter, the patient presented a transitory hypoxia, revealing a pulmonary embolism. The catheter was placed in the "urgencies" unit in 2007. This resulted in desaturation up to 90% corrected with a mask of high concentration (15 liters). The patient was going to leave the "reanimation" unit approx two months later; however, the patient's stay was prolonged for 24 hours.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.